Event description:
Reporter's meter to health care professional meter comparison test result was 8 mg/dl, vs 201 mg/dl on the dr's meter. Reporter stated that the confirmation dot on the strip was light green. No symptoms were reported, and no medication or insulin was changed or stopped due to the readings. On follow-up, the reporter stated that she had done comparison blood glucose test using new test strips; got results of 143 mg/dl on old (subject) meter and 149 on replacement meter. She also reported that a control solution test on her new replacement meter using the original test strips gave a result of 9 (90-135).

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8